Event description:
The user facility reported that the table was in reverse orientation in beach chair position for a shoulder surgery, when the patient went into cardiac arrest. The customer stated that CPR was completed, the patient was fine, and the shoulder surgery was completed during the week of (B)(6) 2013.

Manufacturer narrative:
A steris service technician inspected the table thoroughly. The table was found to be operating within specification. The hand control was utilized to orient the table to all articulations. A level was used for verification multiple times. The reported reverse orientation in beach chair position was duplicated, and returned to level per normal operating parameters. The table was calibrated to verify any changes in setup. No changes were found. All operations were within normal parameters. The customer reported that they do not feel the table malfunctioned; they were dissatisfied with the time required to return the table to level. A steris account manager provided instruction to the nurses present during the event on how to level the table from the reverse orientation beach chair position. Additional in-service activities for the remaining staff on proper operation of the table were offered by steris, and declined by the customer.